Event description:
It was reported that the ilet pump screen became unresponsive and the user was unable to unlock the device; the mobile app indicated the pump was on the latest firmware, and a replacement was arranged with instructions to shut down the device via menu > settings > other > shut down and to return the current unit, with guidance that data would not transfer and that the user could continue cgm use via the dexcom app or receiver. Symptoms included no reported adverse clinical effects and blood glucose reported as unaffected. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included customer interview and device replacement logistics. Investigation of this case revealed a nonresponsive user interface consistent with a touchscreen or display input failure, with no evidence of therapy interruption as blood glucose remained unaffected. It was concluded that the event was device-related to the user interface component, with no patient injury and continued use of cgm recommended until replacement setup.